Event description:
Epidural paint marker delineating the depth of the catheter were not present when it was pulled out post delivery. When you touch the catheter, the blue paint markers came off and transferred to glove.